Manufacturer narrative:
E1 - facility name: (B)(6) e1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the procedure, water continued to flow from the subject device even without pressing the foot switch. The procedure was completed using the same subject device and similar concomitant equipment. There were no reports of patient harm.